Event description:
It was reported a patient fell out of bed due to the left siderail not remaining latched. There was no reported injury to the patient, and the nurse reported no medical intervention was required.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   Device was evaluated by the distributor